Manufacturer narrative:
This report is for an unknown zipfix system/unknown quantity / unknown lot. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, "a new cable-tie based sternal closure system: description of the device, technique of the implantation and first clinical evaluation" (2012). Grapow, m.t, melly, l.f., eckstein, f. S., and reuthebuch, o.t. (2012). A cable-tie based sternal closure system: description of the device, technique of the implantation and first clinical evaluation. Journal of cardiothoracic surgery, (7). 59. A study was done on the effectiveness of the zipfix system for sternal closure after cardiac surgery on fifty patients. There were 22 female and 28 male patients ages 35-81. Of the 50 patients, 37 were closed with the zipfix system only and 13 were closed with the zipfix system along with another manufacturers conventional wires. One patient died of septic shock unrelated to the sternal closure. Two patients developed mediastinitis that required removal of the zipfix system and treatment with antibiotics. Two patients required mechanical resuscitation after one experienced ventricular fibrillation and the other experienced asystole, however both sterna remained stable. This is report 1 of 1 for (B)(4). This report is for an unknown zipfix system. A copy of the journal article is being submitted with this medwatch.